Event description:
The pump was replaced after being implanted for 8 months. The implant length was considered to short. It was reported by a distributor that the premature battery depletion was caused by physician handling. No add'l info was provided. No injury to the pt was reported. The pt's outcome is unk.

Manufacturer narrative:
(B) (4).